Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation which was treated with amiodarone. Later, the patient was successfully weaned off the pump and survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The returned pump was investigated. Dried blood was seen around the inflow and outflow cages, on the sterile sleeve, and around the suture hub. No other abnormalities were seen. Peri-procedural adverse event (arrhythmia): patient¿s hr is currently atrial fibrillation in the 130-140s and uncontrolled, now bolusing amio and starting a drip. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The cause of the cardiac arrhythmia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.